Event description:
As reported per the edwards clinical specialist (cs), after a successful transcatheter aortic valve replacement (tavr) procedure, a right common femoral dissection was noted after vascular closure. Additional information reveals: the right common femoral was accessed via cut-down and the dilators were sequentially used prior to insertion of the 24 fr sheath. After successful placement of the sapien valve, the sheath was removed without incident. Contrast injections were performed periodically to assess for vessel injury. The sheath was completely removed and surgical closure was performed. The next angiogram to assess the vessel following closure revealed a flow limiting vessel dissection below the sheath insertion site and just above the bifurcation of the right common femoral sheath entry site. The physicians elected to open the vessel, de-bulk the dissection and perform a patch graft to the vessel. Following surgical repair the patient had an angio which showed the patent's vessel free of dissection. The patient was moved to the ICU intubated and in stable condition.

Manufacturer narrative:
The sheath is not available for evaluation as it was indicated by the site that the device was not available; however, there was no report of device malfunction. According to the instructions for use (IFU), cardiovascular complications, including perforation or dissection of vessels which may require intervention, are potential adverse events associated with the transfemoral (tavr) procedure. The edwards sapien/rf3 training manual instructs on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manual instructs the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators. The physician training manual also notes that calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices. The minimum required vessel diameter for a 24 fr sheath is 8mm. In this case, the minimum luminal diameter was 8.0mm and the vessels were noted to be mildly calcified and moderately tortuous. The root cause of the reported right common femoral artery dissection cannot be confirmed; however, it is likely that the borderline size of the vessel, in combination with mild calcification and moderate tortuousity, caused or contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device; therefore no further actions are required. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.